Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage to the display, electronic assembly or motor was noted. The insulin pump had a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 131mg/dl. The customer stated she may have gotten splashed because she was walking along the water edge. Customer was advised that button error alarm is present in history at or around the time the device was exposed to moisture. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.